Manufacturer narrative:
This case highlights a questionable negative result for s. Aureus by xpert mrsa/sa bc, despite subsequent identification of mssa by maldi-tof ms and other methods. The discrepancies between xpert and the other identification methods employed suggests mutations or deletions in the spa gene which is the target used in the xpert mrsa/sa bc test to identify the presence of s. Aureus. Cepheid has attempted to reach the customer multiple times without success. The determination in this case is a false negative due to mutation/genetic drift.

Event description:
Customer reported discrepant results for sa when testing with xpert mrsa sa/bc and maldi-tof ms as well as other cultures. The customer stated the patient was symptomatic at time of sample collection, did not provide specific symptoms. Customer site procedure is to run maldi-tof ms for rapid identification on samples that do not produce sa positive result on xpert test. Customer site also stated bcid2 and phenotypic results of antimicrobial susceptibility testing indicated mssa. No patient harm was reported, however there was a delay in antimicrobial therapy.